Event description:
Boston scientific received information that this system was explanted for an unspecified reason. The device was returned for testing and visual inspection noted this left ventricular (lv) lead was stuck in the device and the setscrews were unable to be loosened to remove the lead.

Event description:
--

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned proximal lead segment was performed. Visual inspection confirmed the lead had been severed 262 mm from the terminal pin. The reported clinical observations could not be performed as additional testing could not be performed. This product issue will be updated if additional information is received.

Manufacturer narrative:
This product issue will be updated when evaluation of the lead is complete.